Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead exhibited impedance issue as the leads came out broken in pieces which was difficult to recover due to contamination. This ra lead was explanted and replaced. No additional adverse patient effects were reported.